Manufacturer narrative:
The approximate age of the device is 11 months. Manufacturer's analysis results: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The device was not explanted. The hm3 IFU outlines bleeding, stroke, and death as adverse events that may be associated with the use of the hm3 lvas.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient expired due to cerebral bleeding. No further information was provided.